Event description:
The implantable neurostimulator recharger displayed a power on reset message and the 'call your doctor' icon. The diagnostic codes associated with the message were not available. The power on reset message was also displayed on the patient programmer, which was cleared. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).